Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a company rep and forwarded by our local affiliate (B)(4). Initial and follow-up info received on 22-may and 29-may-09 respectively were processed together. This case is associated to case (B)(4) by reporter. This case involves a pt (gender and age nos) who received poly-l-lactic acid (sculptra) therapy on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed nodules close to the eyes, the nodules were not visible. The physician suspects he may have injected too close. Corrective treatment, if any, was not reported. Event outcome is unk. (B)(4). It revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.